Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt was explanted in 2007 due to skin flap infection resulting in device extrusion. Pt was reimplanted with a new device the same day.